Manufacturer narrative:
Findings: pump passed displacement test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump downloaded in the carelink software and all bolus deliveries registered properly in the carelink history report noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their meters produce inaccurate readings. The customer sent their insulin pump back for analysis.